Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on (B)(6) 2012 and mesh was implanted. The patient developed anatomic recurrence of prolapse at 13 months post procedure and was treated with topical estrogen ointment. The patient's current condition was reported as fine. Additional information was not provided.